Event description:
During implant, the helix of the lead was unable to retract. The lead was discarded and a different lead was implanted to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix would not retract was not confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted with blood/tissue in the helix region. After cleaning, the helix could be extended and retracted. The full helix extension length measured within specification. Visual inspection of the lead found no anomalies.